Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that after the implantation of a single lead ICD system, the anaesthetist at bedside sedated the patient for dft testing. Vf was induced, detected and terminated successfully by the ICD. The values were checked again; they were ok and the patient is in nsr. Shortly after, the anaesthetist recognized the patient in respiratory distress. CPR was initiated but the patient could not be revived. The patient expired.